Event description:
It was reported that the attachment had temperature increase. No patient impact reported.

Manufacturer narrative:
H3: product analysis : evaluation could not able to perform due to the distal bearing is detached. It was noted also that the lock ring and variable dial are stuck and bearings and input and output drive shafts are worn and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.